Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3636, batch number 15492197, that displays an implant that has been used. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 12/04/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-3636 kl 1.8 fibertak shoulders included in the ar-1665bcsl-39 lnt implant system experienced a malfunction. The third and final anchor seized up immediately after shuttling the repair stitch. After the black shuttle stitch was passed through the sheath, the blue repair stitch was unable to be tensioned down, as the entire construct just froze. Tension was pulled on the free end of the repair stitch to try and reduce the remaining looped blue repair stitch, that was not successful. At that point that anchor was cut out as well. This was discovered during a labral repair, and the case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.